Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has reached elective replacement indicator (eri). The boston scientific technical services consultant discussed that the eri date was not set in this s-ICD causing date to default to the manufacturing date. A request was made to have data from this device analyzed. Data analysis showed that power consumption is increasing in a gradual fashion and consistent with hydrogen degradation of a component. Device replacement was recommended. As of this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information indicated that this s-ICD was explanted, replaced with the same model and will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has reached elective replacement indicator (eri). The boston scientific technical services consultant discussed that the eri date was not set in this s-ICD causing date to default to the manufacturing date. A request was made to have data from this device analyzed. Data analysis showed that power consumption is increasing in a gradual fashion and consistent with hydrogen degradation of a component. Device replacement was recommended. As of this time, this s-ICD remains in service. No adverse patient effects were reported.